Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This mre review is for sterilization procedure only part: 212.110ts, lot: 4l58253, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: may 6, 2019 , expiry date: may 1, 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico. Part: 212.110, lot: 4l27152, manufacturing site: mezzovico, release to warehouse date: april 17, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Initial investigation was performed by package development department. Please find the investigation summary below. After investigation complaint and failure investigation, it may be assumed, that the occurred deviation is a result of improperly assembly during the external packaging and sterilization process at supplier frueh verpackungstechnik ag. The entire investigation was documented within file "initial complaint investigation". - further investigation at frueh verpackungstechnik ag has lead to following conclusion: documentation for production order was reviewed. There is no notice or nc regarding the assembly or other process step, which could lead to such a non-conformity. The procedure was also reviewed. All workers are trained to the current procedure. The products were manufactured between april 30, 2019 and august 19, 2019. In this case a previous version was applicable. In q1 2020 früh was informed that the tolerance of the innertube might cause some cases where the inner tube would got stuck with the outer tube. In february 2020 the procedure was revised, where an additional testing step (see pictures 34- 36) is implemented to verify if the dimension tolerance is achieved. After having reviewed the production order it can be concluded that there is no information, which would show, that früh was involved for this error. Therefore the complaint is rejected. Final conclusion by packaging pdc: as part of the complaint investigation related to tubes unable to disassemble / screw could not be removed / package could not be opened / inner tube was stuck in outer tube / inner part with the screw of the sterile tube got stuck in the outer part / inner tube did no deploy from outer tube (failure modes), parts were returned and inspected by synthes gmbh. Upon evaluation synthes gmbh determined the complaints were likely due to an assembly error at packaging supplier früh verpackungstechnik ag. The evaluation required opening and closing the tubes, which made further evaluation by früh verpackungstechnik ag impossible, therefore früh verpackungstechnik ag performed a production review where they stated that no assembly error occurred. It is the position of synthes gmbh that the complaint is attributed to the assembly process at früh verpackungstechnik ag. However, as part of an unrelated product issue früh verpackungstechnik ag incorporated additional 100% manufacturing controls (i.e. Torque limiters) followed by 100% in-process inspection (i.e. Gauges) to ensure the products would be assembled correctly. These additional steps were determined to be sufficient for früh verpackungstechnik ag and synthes gmbh to eliminate the issues that led to product complaints related to unable to disassemble / screw could not be removed / package could not be opened / inner tube was stuck in outer tube / inner part with the screw of the sterile tube got stuck in the outer part / inner tube did no deploy from outer tube. In conclusion, the manufacturing controls and in-process inspection were introduced on 30th january 2020 and therefore any complaints related the failure modes mentioned above for product manufactured prior to 30th january 2020 would no longer occur. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: initial reporter phone reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the locking screw remained in the tube when the surgeon attempted to use it during the procedure. Another device was used to complete the procedure. No further information available. This report is for one (1) 3.5mm locking screw slf-tpng w/stardrive(tm) recess 28mm. This is report 1 of 2 for (B)(4).